Manufacturer narrative:
The full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead experienced oversensing of the ventricular signals despite attempting multiple positions. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.